Event description:
According to nurse, "catheter was placed on the svc. Three days after insertion right upper extremity mottled cyanotic. Treated patient with continous urokinase six time. Discontinue line. Patient died, and autopsy revealed svc and right subclavian thrombosis".